Event description:
It was reported that during a knee procedure, the green retention suture of the footprint did not hold the anchor on the inserter, causing the anchor to fell off straight out of the packet inside the patients anatomy. It was removed with forceps. The procedure was successfully completed without significant delay using a back-up device in an additional bone hole. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5 footprint ultra pk suture anchor assembly, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the stay suture did not hold the anchor on the inserter. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: inadvertent loosening or dislodgement of the stay suture from the handle. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.